Event description:
During routine testing of the device, the service engineer reported the roller pump buttons were not functioning as expected. The roller pump was returned for further evaluation. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.